Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to not setting a temporary basal rate per recommendation from health care provider when exercising, the customer experienced a low blood glucose (bg) level of 25 mg/dl. To treat the low bg level, the customer consumed juice and carbohydrates. The contact reported that the issue occurred due to user error, and that the pump was functioning as intended.